Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device replacement due to normal eri, insulation abrasion was noted on the right ventricular lead under the svc coil. The lead was also found to be fractured. The lead was capped and replaced.